Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was admitted to the hospital for a blood glucose value in the 20 mg/dl range. The customer had been waking up with low blood glucose for the past five days. She was sweaty at the time of incident. The customer was treated with an IV. The customer was also hospitalized twice in the past two weeks due to low blood glucose. The drive support cap was inspected and appeared normal. No products were returned or replaced.